Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. The reported failure could be confirmed from the visible mark on the trocar where it had cold welded with the sleeve. Historically, this type of failure has been attributed to user technique issue. The location of the trocar interlocking pins is superior to the mating portion of the sleeve. If the pins are not seated within these groves then the trocar is spinning within the guide sleeve causing enough heat and friction to cause the "welding" of the two parts. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the drill pins that hold the sheath broke. It was necessary to open another rigidfix to conclude the surgery. Surgery completed with same like product.